Manufacturer narrative:
An event regarding instability due to baseplate malposition involving a triathlon baseplate was reported. The event was confirmed by medical review. Method & results: device evaluation and results: not performed as product remains implanted. Clinician review: a review of the provided medical records and/or x-rays by a clinical consultant indicated: baseplate malposition in excessive posterior tibial slope of 10° has contributed to flexion instability of the knee arthroplasty causing the femoral component to ride over the posterior tibial bearing border with consequent polyethylene wear with pain requiring revision surgery. High activity level may be considered a secondary factor to increase the adverse effects of instability. No device-related factors are associated with any of the implanted devices. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the investigation concluded that baseplate malposition in excessive posterior tibial slope of 10° has contributed to flexion instability of the knee arthroplasty causing the femoral component to ride over the posterior tibial bearing border with consequent polyethylene wear with pain requiring revision surgery. High activity level may be considered a secondary factor to increase the adverse effects of instability. No device-related factors are associated with any of the implanted devices. Because optimal component position is the responsibility of the surgeon, root cause of failure is procedure-related factors. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Device not returned.

Event description:
Poly wear on triathlon knee need knee revision. Update based on the medical review, qs 21 may 2019: "relevant clinical history and time lines" [...] "Clinical examination and x-rays were reported as ¿normal¿ but a diagnostic arthroscopy of the left knee documented wear in both the medial and lateral posterior segments of the bearing. Moderate instability was shown during arthroscopy." [...] "Conclusion of assessment: baseplate malposition in excessive posterior tibial slope of 10° has contributed to flexion instability of the knee arthroplasty causing the femoral component to ride over the posterior tibial bearing border with consequent polyethylene wear with pain requiring revision surgery." [...]